Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was not returned for evaluation. However, the log file shows tf 347-"24v step motor voltage too low on (B)(6) 2019. Tf 344-"24v step motor voltage low" and tf345-"24v o2 voltage low" were happened at the same time. These three alarms happened as a group intermittently in (B)(6) 2019. The unit did not operated in (B)(6) 2019. Tf394-" 24von voltage low" was first occurred on (B)(6) 2019. Then the group tf 344, 345, 347 and 394 were triggered when the unit was turned on. Results of investigation: vyaire medical determined root cause was determined as due to tantalum capacitor defect on main electronics. Initiated damaged main electronics replacement.

Event description:
The customer reported 24v step motor voltage too low active alarm while some alarm prompted. It was also found that part of the main board had been burnt on a bellavista1000. Furthermore, there was no information for patient involvement associated with the event.